Event description:
Atient c welke received implant (rflt rapid ra5013c reflect rapid fixture ø5.0mm x 13 l) on (B)(6) 2022, experienced bone loss and loss of integration which led to having the implant removed on (B)(6) 2022, x-rays were provided by the dentist. Implant replacement was sent to dr. Andrew glenn on (B)(6) 2022.